Event description:
Biopsy attempted through station 11r despite using standard procedure in stepwise fusion. The ebus needle fractured at the distal tip approximately 1 - 1.5 cm from the distal end and was lodged in the bronchial wall. A rubber tipped grabber was used to remove the fractured piece. No adverse outcome for the patient.